Event description:
It was reported that the lead exhibited less than 200 ohms impedance. It was noted that the lead impedance had been decreasing and capture threshold had been increasing since the time of implant. Capture threshold had increased to 3 v at 0.4 ms. The lead will be replaced when the pulse generator is changed out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.